Event description:
Pt with traction retinal detachment & proliferative diabetic retinopathy of the left eye had 1) pars plana vitrectomy, 2) membrane peel, 3) air-fluid exchange, 4) sceral buckle, silicone oil, & 5) laser. During the procedure the vitrectomy foot pedal would not release. When foot was taken off it kept running. No harm to pt. Later reported that either liquid or & q-tip had caused the problem by getting stuck under pedal.